Manufacturer narrative:
Evaluation summary: no devices or photos were rec'd; therefore the condition of the components is unknown. Surgical notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the patient is experiencing pain.